Event description:
It was reported that the patient's vns device was explanted on (B)(6) 2013 due to lack of efficacy and discomfort at the generator site. The device was disabled and it was stated that the discomfort did not only occur with stimulation. Attempts have been made for additional information; however, they have been unsuccessful. The explanted lead and generator were returned. Product analysis of the explanted generator was performed and product analysis of the lead is pending. There was no evidence of dried body fluid or corrosion observed in the connector block areas of the generator, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No additional information has been provided.

Event description:
Product analysis was performed on the returned portions of the explanted lead. A section of the lead assembly was returned, however, the lead¿s electrodes were not returned for evaluation. Setscrew marks were seen on the connector pins, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead connector has partial detachment at the ring/backfill interface. No adverse effect was identified on the device performance as a result of this condition. An abrasion was noted on the connector boot. Abrasions were identified on the outer silicone tubing at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. The lead assembly has remnants of what appears to be dry body fluids/betadine solution inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion follow up with the physician's office provide no additional information.

Event description:
The physician reported that the relationship of the pain to vns is unknown. It was not known if there were any causal or contributory programming changes, medication changes or other external factors which preceded the onset of the pain.